Manufacturer narrative:
The insulin pump had button error alarms due to flattened dome on escape button. No frozen display noted. The device had a scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.